Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Although, it can be presumed, it was due to failure of board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was a faulty printed circuit board that caused the issue. There was also no output under the serial digital interface channel due to a defective printed circuit board. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition lcd monitor had a black screen for a while after booting. The issue was found during preparation for use for a diagnostic gastroscope procedure that was completed with a similar device and no delay. There were no reports of patient harm.